Event description:
(B)(4) study. It was reported that chest pain occurred. In (B)(6) 2012, identified the subject's qualifying condition was stable angina and the subject was referred for cardiac catheterization. The index procedure was performed. Target lesion #1 was located in the ramus (cass site #28) with 99% stenosis, a length of 8 mm and a reference vessel diameter of 3.1 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 12 mm study stent with 0% residual stenosis. Target lesion #2 was located in the proximal rca (cass site #1) with 90% stenosis, a length of 8 mm and a reference vessel diameter of 3.7 mm. The physician treated the lesion with placement of a 3.50 x 12 mm study stent. Following deployment of the study stent a b grade dissection was noted in the target vessel and this was treated with placement of a 3.5 x 9 mm drug eluting non study stent with 0% residual stenosis. One day post procedure the subject was discharged on dual antiplatelet medications. In (B)(6) 2013, the subject presented to the ER with complaints of substernal chest pain moderate in severity associated with slow heart beat and hypotension. ECG changes and elevated cardiac enzymes were noted. The subject was diagnosed with acute subendocardial infarction and 2nd degree av block, mobitz type I. The subject was recommended for cardiac catheterization. Diagnostic angiography revealed 99% "ostial rca lesion" which was treated with predilatation and placement of a 4.0 x 18 mm non-bsc drug eluting stent. Post-treatment percent diameter stenosis was 0%. Core lab result revealed absence of thrombus, timi 1 flow, with isr stenosis pattern 1a. Target lesion revascularization was performed. Two days post procedure the subject was discharged on dual anti-platelet therapy.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).